Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment; a probe check could not be performed due to the broken probe. The missing/broken portion of the probe was not returned with the device and approximately measures 10 mm. Visual inspections on the device was performed and found the teflon pad had a normal wear, no metal was exposed. A dent was also noted on the intact teflon pad. There was tissue built up on the device. The user¿s complaint was confirmed. The most likely cause for such probe damage is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, ¿error code u509 displayed¿. The intended procedure was completed using another thunderbeat device. Furthermore, olympus was informed that there was no damage to teflon pad and no device fragment fell into patient. The event occurred while the doctor was using the cut function of the device, while doing colpotomy. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.